Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 18gax1.16in prn slm npvc leaked. On (B)(6) 2024, a nurse used a closed IV indwelling needle for a patient's venipuncture and when withdrawing the indwelling needle cartridge, the patient's blood spewed out directly, resulting in a disgruntled patient. The patient and family were calmed, the nurse was calmed, and the product was replaced in a timely manner.

Manufacturer narrative:
1. DHR/bhr review lot#2054812 1-the products of this batch were assembled at intima ii auto line 4 in march 2022, and packaged at r240 package line in april 2022. Work order quantity was (B)(6) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed; no leakage is found at the sample. Please refer to attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.